Manufacturer narrative:
Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis with no physical damage found on the pump. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that device was in use with a patient infusing morphine, it had emptied the bag too quickly. It was giving an air in line and the bag was empty, even though the pump said it was supposed to have 22ml. No patient injury.